Event description:
Customer reporting 2 possible false negative sars results on a mother and child. Customer states a retest on the mother showed a positive result and family members are known positive. No confirmation testing was completed. Report 1 of 2.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.